Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The ccc specialist remotely reviewed the instrument data, which indicated that quality controls (qc) were in range on the day the event occurred. The ccc specialist observed low mix_check31w results, which indicated a mixing issue on the instrument. A siemens customer service engineer (cse) was dispatched at the customer's site and observed multiple processing issues, including samples not being detected and sample aspiration issues. The cse serviced the instrument. The cause of the event was a use error as the customer reported a result flagged with "abnormal assay"; as per the dimension vista system operator's guide, results flagged with "abnormal assay" cannot be reported. The instrument is performing according to specifications. No further evaluation of this instrument is required.

Event description:
A discordant, falsely low glucose (glu) result was obtained on a patient sample on a dimension vista 500 instrument. The discordant result was flagged with "abnormal assay" and reported to the physician(s). The sample was rerun on the same instrument, resulting higher. The repeat result was the correct result and was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low glu result.

Manufacturer narrative:
The initial MDR 2517506-2018-00207 was filed on 26-mar-2018. Additional information (17-apr-2018): a siemens headquarters support center (hsc) specialist reviewed the event data. The hsc specialist determined that quality controls were within range on the date the discordant glucose result was obtained. The event date is consistent with instrument-related issues, which were resolved with servicing performed by the siemens customer service engineer. This instrument is performing according to specifications. No further evaluation of this device is required.